Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 15 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 15 devices: degradation problem identified, wear problem, no device problem found, deformation problem / part/component/sub-assembly term not applicable product disposition 8 devices: scrapped by stryker 7 devices: product not received additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 15 events for the failure: fracture. - 9 events had problem identified during non-clinical procedure; there was no patient involvement. - 6 events had no health consequences or impact.